Manufacturer narrative:
Visual inspection: it was observed that device tip had been fractured, near the 40mm laser marking. It was also noted that the laser markings of the device were worn. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Manufacturing records reveal that the device was about 10 years old at the time of event, as it was manufactured in 2010. It is likely that repeated use during the device's service life could have compromised the material integrity of the device, causing the observed fracture.

Event description:
The physician reported that during lumbar spine correction, the denali spinal system thoracic probe tip fractured while drilling the pilot hole at left l5 intra-operatively. The tip was retrieved immediately from the surgical site. The procedure was completed successfully with another thoracic probe without surgical delay.

Event description:
The physician reported that during lumbar spine correction, the denali spinal system thoracic probe tip fractured while drilling the pilot hole at left l5 intra-operatively. The tip was retrieved immediately from the surgical site. The procedure was completed successfully with another thoracic probe without surgical delay.